Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0075) was removed from service because of rate sensing noise. A cpi (0095) lead was implanted.

Manufacturer narrative:
The lead was returned to cpi for analysis. Cpi's analysis found: the lead was severed, only one terminal section was returned. Damage from the explant procedure was noted.